Manufacturer narrative:
Although requested, the arm has not been returned and the cause of the complaint is not known.

Event description:
An customer reported their arm battery release button will not return to the correct position. They further reported this did not occur during patient use.